Event description:
It was reported that the right ventricular (rv) lead had high thresholds and loss of capture. The physician re-positioned the lead and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant proudct: 4076, implantable pacing lead, (B)(6) 2014. (B)(4).